Manufacturer narrative:
Attempts were made to remove a foley catheter that had been in a male pt for 10 days. The balloon would not deflate. When they could not deflate it with a syringe, they cut the pig tail of the catheter but it did not passively deflate. They subsequently took the pt to the or. A general surgeon performed a transrectal removal by utilizing a spinal needle to burst the balloon. They did not save the sample and did not provide any feedback pertaining to the condition of the catheter/balloon. It is not known if there was any sediment build up. We have no sample to evaluate and no root cause has been determined. However, due to the reported incident and subsequent surgery, this report is being filed.

Event description:
The balloon on the foley catheter did not deflate. The patient was taken to surgery to have it removed.